Event description:
During an internal, co's sales rep training course, it was discovered that the 60ml viceroy inflation device may not maintain vacuum during use. Upon discovery, it was decided to initiate a recall of the effected product.